Event description:
Balloon inserted into rca. During initial inflation, balloon would not hold pressure. The entire catheter was removed from body. It was noted that the catheter had separated liner mid section. Catheter was bagged in package and dated.